Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02oct2018. Philip's field service engineer (fse) performed troubleshooting with the customer. The fse recommended that the customer replace the power management board. The customer replaced the power management board and the issue was resolved.

Event description:
It was reported that the device alarmed while powered off and on and could not be silenced. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 13dec2018. Date of manufacturer: 12dec2018. The power management (pm) board was returned to philips for evaluation. A shorted component was identified and replaced on the pm board, which corrected the failure. No further failures were identified.